Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))migration of essure device location of device: outside fallopian tubes"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("clotting") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type I diabetes mellitus and fibroids. Concomitant products included insulin (humalog [insulin]). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). In (B)(6) 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("complications from essure removal procedure: essure springs had punctured fallopian tubes forming tissues"). The patient was treated with surgery (vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered back pain, complication of device removal, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the microinsert was released and 4 coils were observed outside the ostea confirming correct placement. The delivery catheter was removed . Four coils of the microinsert were observed confirming correct placement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. On (B)(6) 2006, dye and the results of essure confirmation test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: outside fallopian tubes, pain, vaginal discharge, perforation (fallopian tube(s)). Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))migration of essure device location of device: outside fallopian tubes"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("clotting") in a 41-year-old female patient who had essure (ess205) (batch no: 402125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type I diabetes mellitus and fibroids. On dec2006, dye and the results of essure confirmation test: total bilateral occlusion. Concomitant products included insulin (humalog [insulin]). On (B)(6) 2006, the patient had essure (ess205) inserted. In february 2010, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia),/ constant bleeding most of the month"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and vaginal discharge ("vaginal discharge"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2014, the patient experienced back pain ("back pain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("complications from essure removal procedure: essure springs had punctured fallopian tubes forming tissues"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy(bilateral)) and dilation and curettage. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered back pain, complication of device removal, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the microinsert was released and 4 coils were observed outside the ostea confirming correct placement. The delivery catheter was removed . Four coils of the microinsert were observed confirming correct placement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in december 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-jan-2019: plaintiff fact sheet- lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))migration of essure device location of device: outside fallopian tubes"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("clotting") in a 41-year-old female patient who had essure (ess205) (batch no. 402125-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type I diabetes mellitus and fibroids. *on (B)(6) 2006, dye and the results of essure confirmation test: total bilateral occlusion. Concomitant products included insulin lispro (humalog). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia),/ constant bleeding most of the month"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced back pain ("back pain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("complications from essure removal procedure: essure springs had punctured fallopian tubes forming tissues"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy(bilateral)) and dilation and curettage. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered back pain, complication of device removal, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the microinsert was released and 4 coils were observed outside the ostea confirming correct placement. The delivery catheter was removed . Four coils of the microinsert were observed confirming correct placement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jan-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("clotting") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation") and back pain ("back pain"). The patient was treated with surgery (vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.